Event description:
Customer reports during a cysto procedure with stent placement, the fluoro images were not diagnostic. The physician was able to complete the procedure by using rad imaging. No patient details are known, but there was no reported patient injury.

Manufacturer narrative:
Field service engineer (fse) investigated report that there were `trailing images' during fluoro, terrible fluoro image quality. Fse troubleshot and found that the user had the fluoro pulse per second pulse per second (pps) set to 7.5 causing the `trailing effect', and explained to user that the pps should be at 15 pps. Fse then verified proper operation per ddis system service checklist and returned unit to full service.